Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an oral surgery in 2019 and the suture was used. During use on the patient, the needle breakage occurred. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch pcp993 mfg date 03/04/2019, exp date: 02/29/2024, batch mph152 mfg date 12/10/2018, exp date: 01/30/2023. In addition, a manufacturing record evaluation was performed for the possible finished device lots of pcp993 and mph152, and no non-conformances were identified. Investigation summary: it was received for analysis an opened box with unopened samples of product code 18501, lot pcp993. During the visual inspection of the unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needle breakage was observed. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance breakage needle were found. It was received for analysis an empty overwrap and an empty labeled winding former of product code 18501, lot pcp993. As the needle was not returned for evaluation, we are unable to investigate further to the issue of ¿needle breakage". The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It was received for analysis an empty overwrap and an empty labeled winding former of product code 18501, lot mph152. As the needle was not returned for evaluation, we are unable to investigate further to the issue of ¿needle breakage". The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.